Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor that had been worn for several days failed to pair with the ilet, resulting in no cgm readings on the ilet; the user was instructed to toggle bluetooth, restart the device, and reenter the pairing code, with guidance that pairing could take up to 30 minutes. Symptoms included no reported adverse clinical effects and no impact on blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education to restore wireless connectivity and pairing. Investigation of this case revealed a pairing failure between the cgm and the ilet, consistent with a communication or connectivity issue, without evidence of device malfunction of the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolvable through standard troubleshooting.